Manufacturer narrative:
Medwatch submitted on: 12/20/2012. Device labeling the address the event of semora as: for primary augmentation patients, seroma rate = 1.6 percent. Primary reconstruction patients = 1.0 percent. (Other complications.) Swelling = 7.1 percent. "After breast implant surgery the following may occur and/or persist, with varying length of time: hematoma/seroma..." (Allergan silicone labeling). Device labeling review: there were no reported events of lymphoma/alcl for patients in the core study in the labeling for silicone implants.

Event description:
Through my research review as rn product support specialist, the following article came to my attention: "rare lymphoid malignancies of the breast: a report of two cases illustrating potential diagnostic pitfalls" (case report.) Journal hematopathology (2009) 2:237-244. Within the article the author describes the alleged events of semora and alk neg alcl lymphoma with a saline filled device. It is unclear if the device is an allergan device or not. Further investigation is continuing.